Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion exposing the outer coil, located proximal to the suture sleeve impressions consistent with friction to the device can. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.